Event description:
It was reported that the customer had a failed battery test on the insulin pump. The customer's blood glucose level was 120 mg/dl. The customer was advised that batteries vary in reliability and our testing indicates that (B)(6) aaa alkaline batteries are most effective for inulin pump use. The customer was advised that if alarm is not cleared the failed battery test alarm will recur with each new battery inserted. The customer is driving and just change a battery in the insulin pump. The customer was advised that we will send replacement for the battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.